Event description:
This guidewire was used during a procedure that involved mulitple stent placements in the right coronary artery. Following placement of the sixth stent resistance was noted on the proximal stent in the proximal end of the vessel. Continual exertion on the wire against this resistance resulted in detachment of the tip of the guidewire in the pt. An emergent coronary artery bypass graft procedure was performed. The detached wire segment was retrieved from under one of the stents during this surgical procedure. The pt remains critical due to post-operative complications. Since the detached wire segment was retrieved from under one of the deployed stents co attributes this event to procedural complications and do not affiliate it to the device. Co's directions for use state: "never advance, withdraw, or rotate (torque) guidewire if resistance is encountered without first determining the cause of the resistance by fluoroscopy.

Manufacturer narrative:
Co was informed that this patient who was in critical condition post-op at the time of our original filing expired at the end of december. Attempts to gain further info with regards to the circumstances surrounding this event have been unsuccessful. A procedural complication resulted in the wire becoming lodged under one of the stents. Subsequent detachment of the wire tip occured with continual exertion against resistance. F11 - date MFR forwarded report to FDA.